Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a cardiac treatment. Philips tried to collect the information regarding its completion, but customer was unable to provide it. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was displaying generator error. Upon functional testing, the fse checked the log file and confirmed that the hivo temperature failure, point error, miu and tube current out of range. As per suggestion from the service support team the fse replaced the high voltage transformer (hivo), mains interface unit (miu) and power inverter (point) but issue persisted. The fse replaced the x-ray tube and performed the calibration. Upon further check the fse found that there was a collimator spectral filter error. To resolve the issue, the fse replaced the collimator and did necessary adjustment. After replacement of all the component and performing necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a generator error, which would prevent imaging. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.